Manufacturer narrative:
It was reported that the issue was resolved once the catheter was replaced with a new one.

Event description:
It was reported that the catheter icon jumps when ablation starts. Pt injury may occur if the catheter icon location is different from the actual location. No pt injury was reported for this event.